Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 2990826, 510k# k073291 and (B)(4) is approved for the us market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: spondylolisthesis l5-s1 procedure used: transforaminal lumbar interbody fusion- mast it was reported that during surgery the device broke while positioning. Most of the implant could not be explanted. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual and microscopic examination identified a ~3mm portion of the top face of the implant, which interfaces directly with the inserter. Optical and microscopic examination of the returned portion of the implant identified a brittle fracture with rays emanating from the root of the thread tooth. Additionally, the corner of the inserter interface is fractured with an angulated crack, consistent with a torsional component. The above observations are consistent with significant force during attempted implantation. If information is provided in the future, a supplemental report will be issued.